Manufacturer narrative:
The complaint kit, smart card, and photographs were returned for investigation. Review of the smart card data verified the treatment was successfully completed. The provided photographs verify the pressure dome membrane leak at the system pressure sensor. The pressure dome appears to still be attached to the sensor in the photograph. Examination of the returned kit found dried blood on the system pressure dome. The pressure dome was installed onto a pressure sensor to assess its fit. The pressure dome fit onto the sensor without any issues and both latches engaged into the groove around the pressure sensor. The pressure dome was pressure tested to check for leaks. Pressure testing of the pressure dome under both negative and positive pressure did not result in any leaks. If a pressure dome is not properly attached to its pressure sensor because one of its latches isn't secured in the circumferential groove around the sensor, the diaphragm of the pressure dome will have room to move and can become unseated when pressure is increased. Section 4-22 of the cellex operators manual (1470493rev 06) on installing the three pressure domes states "caution: partial pressure dome attachment may provide pressure readings, but as pressures increase, the internal membrane may separate from the pressure dome. Fluid leaks may occur resulting in loss of sterility, blood leaks, and possible blood loss to the patient." The root cause of the pressure dome leak was most likely due to the pressure dome not being secured to the pressure sensor during installation of the pressure dome by the end user. No further action is required at this time. This investigation is now complete. (B)(4) 2021.

Manufacturer narrative:
The system was used for treatment. This case is reportable as a MDR due to the reportable malfunction pressure dome membrane leak. Since this reportable malfunction is only associated with the kit, this MDR will only be against the kit. A batch record review for kit lot j255 was conducted. There were no non-conformances related to the complaint. This lot met all release requirements. A review of kit lot j255 shows no trends. Trends were reviewed for complaint category, pressure dome membrane leak. No trends were detected for this complaint category. This assessment is based on the information available at the time of the investigation. At the time of this report, the analysis of the returned kit and photographs is still in progress. A supplemental report will be filed when the analysis is complete. (B)(4). P.t. (B)(6) 2021.

Event description:
The customer contacted mallinckrodt to report they experienced a pressure dome membrane leak with their cellex photopheresis kit ("kit") after an extracorporeal photopheresis (ecp) treatment. The customer reported the treatment was successfully completed and blood was returned to the patient. The customer reported after the patient was disconnected, they observed a blood leak from the system pressure dome. The customer returned the kit and photographs for investigation.